Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The original complaint was not duplicated in the fa lab. The uut was tested and found to function normally.

Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the membrane sw button operation was defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv ventilator experienced inability to changed ventilation mode. The customer confirmed there was no patient involvement.